Manufacturer narrative:
Additional information: plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed and was determined to be traced to component failure.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine had a burning smell during dialysis mode. There were no diagnostic messages or audible alarms. The biomedical technician found the ic19 on the actuator/test board was burnt. There was no patient involvement, patient harm, or adverse event reported. The biomedical technician replaced the actuator/test board bicarb pump to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. It was reported the replaced components were available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine had a burning smell during dialysis mode. There were no diagnostic messages or audible alarms. The biomedical technician found the ic19 on the actuator/test board was burnt. There was no patient involvement, patient harm, or adverse event reported. The biomedical technician replaced the actuator/test board bicarb pump to resolve the reported issue. The machine is back in service. There was no patient involvement associated with the reported event. It was reported the replaced components were available to be returned for investigation.